Manufacturer narrative:
Sample device has not been returned to manufacturer in time for this report.

Event description:
The event is reported as: complaint alleges: during removal of a catheter from a pediatric patient, it was impossible to deflate the catheter by aspirating the balloon. The surgeon first injected 50cc of water into the urethra for mucosa detachment, then he cut the funnel, and finally after injecting 10cc of water into the urethra again, it came out. This caused pain for the patient. Patient's current condition is fine.